Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions and began smoking. Reportedly, the pump was charging during the event. The customer reverted to an alternate method of insulin therapy.